Event description:
This patient is new to hemodialysis, with a diagnosis of diabetes, severe anemia and uremia. On (B)(6) 2011, approximately 20 minutes into treatment, she experienced tightness in the chest and vomiting and was transported to the hospital via ambulance. Currently the patient remains inpatient and is being evaluated for possible disequilibrium syndrome.

Manufacturer narrative:
(B)(6).